Manufacturer narrative:
The ca2 reagent lot was 71224101 with an expiration date of 31-may-2024. The field service engineer performed a mechanism check and verified the cuvette washing/rinse and gear pump pressure; there were no abnormalities. The sample and reagent needles were checked and a loose reagent probe was found and adjusted. The sample arm and rinse tube assembly were exchanged. A new sample probe was installed and mechanical adjustments were performed. The lamp and cuvettes were changed. Quality controls were run with acceptable results. The instrument was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue. H3 other text.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca2 (calcium gen.2) assay on a cobas 8000 cobas c 502 module. The sample initially resulted in a ca2 value of 1.269 mmol/l. A second sample collected from the same patient was tested, resulting in a ca2 value of 2.353 mmol/l. The initial sample was then repeated on the same and a second module, resulting in ca2 values of 2.97 mmol/l and 2.254 mmol/l.